Manufacturer narrative:
(B)(4). Bent advancer the analysis results found that one device was received in good visual condition. The device was tested for functionality and the clips did not fully advance into the jaw. The device was noted to have the tip of the advancer bent, therefore causing the feeding issues. The device was disassembled and no other anomalies were found; 15 clips were found left in the track. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, the device did not have any clips in it at all. The surgeon fired the device a couple times and no clips came out. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.